Manufacturer narrative:
During quality investigation, the customer's complaint could not be duplicated; the device did not overheat during testing. Upon disassembly of the device, corrosion damage was noted on the bearings. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during routine maintenance visit. There was no pt involvement; no adverse consequence was associated with the device.